Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files confirm system notice message 50005 "leak detection" at injection 10. Smart chip verification indicated the catheter was used for 11 injections. Visual inspection showed traces of blood inside the inner balloon. Pressure tests revealed a leak through the guide wire lumen, however, the balloons integrity was intact with no breach observed. Dissection showed a guide wire lumen breach at 1.17 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
After the sixth ablation during a cryoablation procedure, the user received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The cryoablation catheter was replaced without incident and the procedure was completed. No adverse event occurred. When the device was returned, pressure testing revealed a leak through the guide wire lumen of the cryoablation catheter.